Event description:
It was reported that the patient did not have effective therapy. As a result their scs system was explanted on an unknown date. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000064378.

Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was requested but not received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode, model: 3186, UDI: (B)(4) , serial: (B)(6) , batch: a000064378.